Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site. The lss inspected the instrument and found the reagent syringes leaking. The failure mode was identified as defective reagent syringes. The fse replaced the reagent syringes which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported au5800 chemistry analyzer, generated erroneous results for multiple analytes which includes alanine aminotransferase (alt), aspartate aminotransferase (ast), and glucose (glu). The erroneous results were not reported outside the laboratory. The customer did not provide patient data, or demographic, and the number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.